Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the the investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received information received 06august2019: hemostasis was achieved by manual compression. The patient was in stable condition and the procedure outcome was positive. The patient was "very oozy". The patient developed a hematoma.

Manufacturer narrative:
This report is being submitted as follow up no.2 to update the h3 section and to provide the completed investigation results. Results - 3252 is based off the investigation results of the returned sample; 213 is based upon functional testing of the returned sample. One used 6f angio-seal evolution device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The compaction tube was returned fully exposed. Neither the anchor nor collagen were returned. The button was pressed and determined to be stiff. The suture was completely released from the sheath and the overall device condition is consistent with full deployment. Microscopy analysis revealed that the distal end of the suture appeared to be cut with a blade. The body of the device was then disassembled and the gearbox assembly visually inspected. The rack had been fully advanced to its distal movement stop. There were no turns of the suture could be seen within grooves of the spool. Functional testing was performed by turning the drive gear clockwise retracting the rack. No anomalies were noted. The gear was then turned counterclockwise and again no anomalies were noted with the movement of the rack. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device went well and when the final step was done, the vessel just started spraying blood.